Event description:
The customer reported that the system would display a check sum error code message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the sram card and reloaded the configuration files. The system was tested and found to be working as intended and put back in service.